Manufacturer narrative:
(B)(4). All available information was investigated and the reported steerable guide catheter (sgc) leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. The returned device analysis was unable to confirm the reported leak. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the failure to hold fluid column. It was reported that during preparation of the steerable guiding catheter (sgc), the sgc failed to hold fluid column. The sgc was not used in the anatomy, and was replaced. A new sgc was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.